Manufacturer narrative:
(B)(4).

Event description:
It was reported that oversensing of wide qrs was observed via electrograms. No programming changes were made at this time. Patient monitoring will continue.